Event description:
Pt reported that back to back tests performed on pt's ss meter using separate finger sticks were 220 and 174 mg/dl (23% difference). No symptoms were reported. Control solution test result was in range. On follow-up, pt confirmed the above info. Lfs rep discovered the meter is not cleaned according to MFR's product recommendation. Quality control procedures were reviewed and meter/lab comparisons were discussed. Replacement meter was sent. There was no allegation of harm.